Manufacturer narrative:
Clinical investigation: it is unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s hernia diagnosis. It is well established that those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, there was no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s). This is further supported by studies that have found intra-abdominal pressure from normal pd therapy does not consistently carry a risk of hernia occurrence. Concerning the patient¿s fluid retention, the provided liberty select cycler treatment data through technical services did not indicate an overfill and/or suboptimal ultrafiltration for 48 hours prior to the event. The source of the patient¿s alleged fluid buildup is unknown. Fluid retention and/or overload can be caused by multiple factors to include complications from preexisting hernias. Regardless, in the absence of the required information, the liberty select cycler cannot be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had to visit the clinic due to shortness of breath from fluid build up. The patient contact was concerned about possible ultrafiltration (uf) issues from the cycler. The patient recently had hernia surgery. The date of the last gateway transmission was (B)(6) 2026 due to the hernia repair surgery. Upon attempting the use the gateway, the patient contact experienced a connection failure. A replacement gateway was issued. Multiple attempts were made to acquire further details concerning this patient¿s adverse events; however, no additional information was obtained. In the intake, it was stated that the patient underwent hernia repair surgery (exact date not reported) and experienced dyspnea due to fluid retention requiring a clinic visit on (B)(6) 2026. The root cause of the patient¿s hernia was not reported. Additionally, there was no report of hospitalization or medical intervention by the outpatient clinic in response to the patient dyspnea and/or alleged fluid retention. In the discussion with fresenius technical services, the patient contact mentioned the hernia repair surgery in relation to the date of the last gateway transmission from the patient¿s cycler on (B)(6) 2026 resulting from the surgery. There was no allegation by the patient contact that stated the patient¿s hernia was the result of a deficiency or malfunction of any fresenius device(s) or product(s). Presently, there is no allegation or objective evidence indicating the patient's hernia diagnosis was related to the use or performance of any fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction exacerbated the patient¿s hernia. Though an inferred allegation exists concerning the ultrafiltration of the cycler that potentially caused or contributed to the patient¿s fluid retention, no medical intervention or hospitalization was expressed by the initial reporter.